Event description:
The customer sent their device to physio-control for regular maintenance. Upon evaluation of the device, physio observed that ECG monitoring in paddles lead was not possible and, as a result, the need for defibrillation therapy could not be determined, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the device had lost its configuration, which included the ECG calibration. Physio then replaced the 3-volt coin-cell battery (which holds the device configuration and settings) and recalibrated the unit which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.